Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1402 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hematuria, gastroesophageal reflux disease, carpal tunnel syndrome, migraine, hematochezia, diarrhea, nausea, cough, dyspnea, chest pain, abdominal pain, pelvic pain, parity 1, gravida I, paratubal cyst, endometrial polyp, cervicitis, uterine leiomyoma and menorrhagia. The patient had a family history of arthritis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1382 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2013 as per mr (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: final diagnosis: result: "uterus, cervix and bilateral tubes" uterus, 160 grams. Chronic cervicitis. Attached endometrial polyps detached endometrium polyp with hyalinization, dystrophic calcifications and ossifications. Proliferative endometrium leiomyomas of myometrium with degenerative changes. Bilateral unremarkable fallopian tubes. Unilateral paratubal simple serous cyst. Specimen: uterus, cervix and bilateral tubes. Gross description: the specimen is received fresh in one container, labeled with the patient's name and medical record number. Marked as "uterus". The specimen consists of a 160 gm specimen including the uterus, measuring 8 x 6 x 4 cm; right fallopian tube, measuring 5.5 cm in length and 0.7 cm in diameter; left fallopian tube, measuring 5 cm in length and 0.7 cm in diameter; and attached paratubal cyst, measuring 1.5 x 1 x 1 cm. There is polyp that is located in posterior endometrium, measuring 0.5 x .04 x 0.1 cm. The myometrium measures 2.5 cm in maximum thickness and contains multiple intramural leiomyoma. There is calcified detached tissue located in the endometrial cavity, measuring 1.1 x 0.5 x 0.2 cm. [Ultrasound scan vagina] on (B)(6) 2017: 15 mm intensely echogenic and shadowing discoid focus in the cervical canal is suspicious for a retained foreign body. Further gyn surgical consultation is recommended. Leiomyomatous uterus. See above for additional incidental findings. Findings: a 15 millimeter intensely echogenic and shadowing discoid focus is seen in the cervical canal and likely represents a foreign body. Bilateral essure devices are noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.